Event description:
Nurse wa drawing up and mixing medication. When she finished, she turned and locked the safety sleeve and heard the audible click. She was listening to another nurse and the safety sleeve was pushed back onto the barrel of the syringe and the nure was stuck in the palm of her hand. The manufacturer was notified 5/28/93.further investigation has uncovered another incident with a 3cc 23g monojet safety syringe which failed to lock into place. The nurse continued to turn the sleeve trying to get it to lock. The sleeve slipped and the nurse received a needle stick with a contaminated needle. Mfg. Was notified when this discovery was made. Follow-up revealed the nurse followed our injury protocol. The nurse is positive for hepatitis-b antibodies and has a negative hiv status. The patient was negative at the time of the the needle stick.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.